Event description:
Additional information received identified the patient underwent a surgical intervention on (B)(6) 2020, wherein the 3186ans lead was explanted and replaced with two new leads and the 3245ans remained implanted and is not being used. Therapy was confirmed post-operative.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-13936, 1627487-2019-13937, 1627487-2019-13938. It was reported the patient underwent surgical intervention on (B)(6) 2019, where in it was discovered that one of the epidural leads for the low back system had migrated into the gutter. Reportedly, the patient may undergo surgical intervention later.